Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, adhesion/clogging of the material in the a/w cylinder, a/w channel, and auxiliary water channel were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope cover unit. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope air/water tube, air/water cylinder and jet tube exhibited remains of white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the other evaluation findings are as follows: the air/water cylinder has no color; the suction cylinder has no color; the image guide protector is damaged; the plastic distal end cover has a crack; the adhesive on the bending section cover has a crack; the universal cord has a wrinkle; due to deformation of scope connector cover unit, water tightness is lost; due to a crack on the bending section cover, the insulation resistance value at the distal end does not meet the standard value; due to wear of the angle wire, the bending angle in the down direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.